Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was returned for analysis. .

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm and a partially broken retainer ring. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1, pcba 2, motor home switch and force sensor]. Successfully downloaded history files and traces using thump. Pump error 53 (file number: 4/99; line number: 3475/114) alarm was found in the main error log using the adapt tool and due to a hardware error. Unable to lock a test p-cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, corroded home switch, reservoir tube cracked, battery tube threads - cracked, cracked case, cracked lcd window, scratched case, stained keypad overlay, partially broken retainer, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed during analysis due pump error 53. Pump error 53 was due to a hardware error. Cosmetic damage was confirmed on the back of pump. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.